Manufacturer narrative:
(B)(4). This report is for system error 2240, where the home patient (hp) stated they were not connected when the therapy was initiated. The homechoice at-home patient guide contains proper use instructions on how to connect the solution bags. Also, it instructs how to connect himself/herself to the disposable set, and how to emergently disconnect for a short time period. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during the initial drain, while the hp was not connected. The hp forgot to connect to the hc before starting the initial drain. However, the hp did connect to the hc once the hc started alarming system error 2240. The technical service representative (tsr) explained the alarms and possible causes. The tsr explained that the supplies were compromised. The tsr advised the hp to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.